Manufacturer narrative:
The excor blood pump, s/n (B)(4), was in use on the patient for 14 days ((B)(6) 2022 until (B)(6) 2022). We have reviewed the production records of the excor blood pump, s/n (B)(4).this pump was produced according to our specification.

Event description:
On (B)(6) 2022, the site contacted berlin heart inc. To report that a patient supported in the lvad configuration had developed hemolysis. The site performed a blood pump change prior to contacting bhi. The reported ldh level was 3347, which is greater than 2.5x the upper limit of normal for the site. The upper limit of normal for this site is 499. The site did not report any abnormal pump noises or the presence of graphite in the air chamber of the pump. The pump exchange was without untoward event for the patient.